Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 465 mg/dl. The customer also mentioned other blood glucose values such as 170 mg/dl. The customer did experience symptoms of high blood glucose value such as nausea, vomiting, abdominal pain, difficulty breathing. The customer treated high blood glucose with manual bolus. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.